Event description:
As reported, approximately 11 years post initial right tka, this female patient underwent revision due to debris synovititis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, approximately 11 years post initial right tka, this female patient underwent revision due to debris synovitis. No additional information is available or forthcoming. The device is not available for evaluation. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated knee. The most likely cause of the reported event is patient¿s conditions. **synovitis of the knee occurs when the synovial membrane becomes irritated and swells, causing discomfort or pain during joint movement. This condition may be caused by an underlying condition, such as arthritis, or by overuse of the joint.